Event description:
It was reported by the affiliate that an optease filter was inserted into the 6f sheath introducer (accessory of the optease) with the obturator, but there was strong resistance felt during insertion. The system was removed from the patient and it was found that the filter barb protruded from the side of the sheath. Therefore, the physician stopped using the optease and another filter/device was used instead. There was no patient injury reported. The device was clinically used and will be returned for analysis. Filter placement: the target lesion was the inferior vena cava (ivc). Approach was made with a 6f sheath introducer (accessory for optease) from the femoral vein. No anomalies were noted when the device was taken out of the package. The device was prepped following IFU instructions. There were no anomalies noted during or after the device was prepped. There was nothing noted to be blocking the sheath. Excessive force was not applied during insertion of the sheath or filter. There was no difficulty flushing or assembling the devices. The access site was not a cto and was not stenosed.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during insertion of an optease filter into the 6f sheath introducer with the obturator, there was strong resistance felt. The system was removed from the patient and it was found that the filter barb protruded from the side of the sheath. Another filter/device was used instead. There was no patient injury reported. The target lesion was the inferior vena cava (ivc). Approach was made with a 6f sheath introducer (accessory for optease) from the femoral vein. No anomalies were noted when the device was taken out of the package. The device was prepped following IFU instructions. There were no anomalies noted during or after the device was prepped. There was nothing noted to be blocking the sheath. Excessive force was not applied during insertion of the sheath or filter. There was no difficulty flushing or assembling the devices. The access site was not a cto and was not stenosed. The device was clinically used and will be returned for analysis. A non-sterile 55cm optease for femoral delivery cannula sheath, a non-sterile obturator, a non-sterile filter and an empty filter case component were received for analysis inside a plastic bag. The filter was received stuck inside the cannula sheath. The obturator was received introduced inside the empty filter case received. Per visual analysis, the cannula sheath was found kinked at 21.7 cm from hub. The filter was found protruding from cannula sheath at 37.0 cm from hub. Also, the obturator was found kinked at 30.5 cm and at 32.0 cm from hub. No more anomalies were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The optease cannula od and ID and the obturator od were measured near to the kinked areas and results were found within specification. Functional analysis to advance filter through csi sheath could not be performed due to the filter stuck condition found on the optease retrieval filter inside cannula sheath. Per microscopic analysis, filter was taken out from cannula sheath and vision system inspected; filter / filter barbs/ retrieval hook were inspected and no anomalies were observed. The IFU instructs to slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Continue to advance the filter until the marker on the obturator is positioned at the sheath introducer hemostasis valve. This indicates that the filter is at the distal tip of the sheath introducer but still fully within the sheath introducer. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter. When filter is passing an acute bend inside the sheath due to vessel tortuosity, the barbs in the filter have the potential to stick out resulting in resistance/friction advancing the filter through the sheath. If force is applied, the barbs have the potential to perforate the sheath. Based on the information provided for review, it is not known what factors may have contributed to the reported failure. The complaint reported by the customer as ¿thrombectomy systems-filter-impeded-perforated sheath¿ was confirmed since filter was indeed found stuck inside cannula sheath due to filter barbs protruding from cannula at 37.0 cm from hub. The exact cause of the filter stuck condition found on the optease filter could not be conclusively determined during the analysis. Neither the DHR nor the product analysis indicate that there is a design or manufacturing related issue, therefore no corrective action is required.